Manufacturer narrative:
Product analysis: display was confirmed to be misaligned. The issue was resolved by calibration. The wireless card slot was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-10-02: the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited a calibration problem. The programmer is expected to be returned for service. There was no patient involvement.